Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed from the olympus local service department, that the connector pins of the video connector of the subject device were bent. Omsc could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. The connector pin was bent due to the handling of the user. Therefore, a communication failure occurred.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on august 4, 2021, it was found that the endoscopic image of the subject device was not displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.